Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was epoxy-like foreign matter on the needle of the bd¿ needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was epoxy-like foreign matter on the needle of the bd needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Four samples and one photo were returned for evaluation. All were visually inspected. There is an epoxy stain on the cannula from the assembly process. This is not considered a defect therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There is an epoxy stain on the cannula from the assembly process. This is not considered a defect therefore failure mode is not verified. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.